Event description:
It was reported that 30 days after implantation the patient presented himself to the medical check-in good general condition and without any symptoms, but x-rays noted breakage of the device at the level of the fixing distal screw hole. Due to the clinical condition and comorbidity of the patient the surgeon decides to leave the device in place and to postpone the load extending the hospitalization.

Manufacturer narrative:
(B)(4).